Manufacturer narrative:
H2) additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 3 : s/n fwfby; product ID: bi71000860, serial/lot #: rev. 1 : s/n (B)(4). H3) the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. It was found that two transistors were shorted. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The power enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The power enclosure passed bench testing. However, when installed in a known good system, the system failed to boot. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. It was noted there was no line power to the mvs and the fans in the image acquisition system (ias) were running when the system was powered off. The blown fuses and the power enclosure were replaced. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) was not powering on. It was noted the in-line power was illuminated. This issue was noted outside of a procedure, and there was no patient involvement.